Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer declined to troubleshooting high blood glucose level. Customer also reported sensor issue. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. The insulin pump was not returned for analysis.